Event description:
Event description boston scientific received information that this transvenous ventricular lead displayed noise that caused pacing inhibition. The lead was explanted. The general condition of all the leads in the pocket were noted as poor, with many kinks noticed. This was attributed to the manner in which the leads were placed into original device pocket. The right atrial and left ventricular leads were also explanted and replaced.